Manufacturer narrative:
The reported observation of ¿low impedances and generator low¿ was confirmed in reference to the low battery observation. The root cause of the reported "generator low" observation was due to the device having normal battery depletion. The low impedances were confirmed by reviewing the system impedance test results returned from the field but were not duplicated at the time of analysis. The estimated longevity range would have been 1.5 years continuous tonic up to 6 years for burst cycle +/- .25-year per ¿ 90205144, assuming 500-ohm program impedances. The total stimulation on time was 1.4 years, suggesting the device had normal battery depletion at the time of explant. The device had not declared end of life (eol) at time of explant. Using clinicians programmer, ipg system impedance testing was within the expected range. The ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patients ipg battery was low preventing an MRI and the patients leads were experiencing low impedance. The patients ipg was replaced on 08feb2023 following the ipg replacement the low impedances on the patients impeded leads cleared and therapy was restored post operatively.